Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement is unknown.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Device was received with a broken hlta-390 bracket and no o-rings. Device leaked from where o-rings were supposed to be. Root cause of the leak was attributed to those missing o-rings. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced hlta-390 bracket and o rings.